Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of menstrual disorder ("periods were worst ever") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required), peripheral coldness ("hands and feet always freezing"), nail discolouration ("nails are always blue too"), dry skin ("terribly dry and breakout more now than when I was a teenager"), rash ("terribly dry and breakout more now than when I was a teenager"), breast cyst ("breast ultrasound on left breast: there is something there but they are not sure if it is just a cyst"), chest pain ("constant pain/cramp on my left side under my rib/feels like I just ran a marathon") and breast pain ("breast both hurt all the time"). The patient was treated with eucerin (paraffin, liquid,petrolatum,wool fat) and surgery (hysterectomy in 2009). At the time of the report, the menstrual disorder, peripheral coldness, nail discolouration, dry skin, rash, breast cyst, chest pain and breast pain outcome was unknown. The reporter considered breast cyst, breast pain, chest pain, dry skin, menstrual disorder, nail discolouration, peripheral coldness and rash to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): mammogram - on an unknown date: something abnormal. Ultrasound breast - on an unknown date: something there/might be a cyst. Concerning the injuries reported in this case, the following ones were reported via social media: dry skin, nail discolouration, peripheral coldness and skin disorder. Most recent follow-up information incorporated above includes: on 10-sep-2018: case (B)(4) (MFR number 2951250-2018-00711) was identified as a duplicate of this case and will be deleted from bayer database. All information was transferred to this remaining case . Lab data and events periods were worst ever, breast ultrasound on left breast: there is something there but they are not sure if it is just a cyst, constant pain/cramp on my left side under my rib/feel like I just ran a marathon and breasts both hurt all the time added. Case upgraded to incident. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.